Event description:
It was reported that prior to an unknown procedure, when the scrub nurse tried to equip the second cartridge to the instrument, it did not work. She tried hard but could not do it.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one pse60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.